Event description:
As the trocar was inserted into the abdominal cavity, a part of the trocar disengaged into the pt cavity. However, the piece could not be found in the pt cavity. Procedure: unk, patient status: unk.